Manufacturer narrative:
The customer¿s complaint of the device turning off during an infusion of maintenance fluids was not confirmed or replicated during testing. A comprehensive review of the system logs confirmed that customer¿s pump module s/n (B)(4) and concomitant pump module s/n (B)(4) were infusing maintenance fluids in (B)(6) 2018 between the reported times provided for this investigation. Conversely, an abnormal power loss event was not identified in the logs as alleged in the complaint. Test results, consisting of programmed simulated key press replication, introducing added aggressive physical manipulation and a 17 hour test infusion did not induce the reported error event. Customer¿s pump module demonstrated operating as intended. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement

Event description:
The customer reported the device infused blood, was reprogrammed to run maintenance fluids, and turned off without an alarm when the maintenance fluids were supposed to be infusing. There is no report of patient harm.